Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and abdominal pain ("pain nos/ left side of abdomen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation and genital haemorrhage to be related to essure (ess205). The reporter commented: date of essure placement procedure: (B)(6) 2006, (B)(6) 2007 had a second essure put in after the original failed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: failure to occlude (close) fallopian tubes, perforation (fallopian tube). Imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified failure to occlude, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. Event: bleeding was added. Event pain nos was replaced with the event: left side abdominal pain. Lab data was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/the left sided essure device appeared to be external to the left tube') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and abdominal pain ("pain nos/ left side of abdomen"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation and genital haemorrhage to be related to essure (ess205). The reporter commented: date of essure placement procedure: (B)(6) 2006, (B)(6) 2006, (B)(6)2007 had a second essure put in after the original failed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: failure to occlude (close) fallopian tubes, perforation (fallopian tube).; on (B)(6) 2007: the left sided essure device appeared to be external to the left tube. No contrast material filled the rightsided tube which appeared to be appeared to be appropriate position.. Imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified failure to occlude, perforation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information , lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and pain ("pain nos"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation and pain outcome was unknown. The reporter considered fallopian tube perforation and pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified failure to occlude, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case category updated from other event to incident. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.